Event description:
Complainant alleged that while attempting to pace a pt (age & gender unk), the device was not able to increase the pacer output. Complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.